Event description:
Caller reported blood glucose results of 24 mmol/l on the mobile system and 2.0 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. No information was provided for the compact plus system.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.